Manufacturer narrative:
The surgeon was doing a cataract procedure and reported seeing blue smooth filaments in the pt's eye. These were seen when using the microscopic equipment that is used during the procedure. The pt returned for a second procedure to remove blue particles after inflammation developed. The pt was reported to be doing well and no further complications were reported. The source of the filaments is not known. No sample was retained for eval and the lot number is not known. The surgeon theorized that the source of the filaments was the bowl. Randomly pulled samples of the blue plastic components in the pack including the bowl and 2-compartment tray. They were visually inspected. They were then inspected using an eye loop with no defects or abnormalities detected. A root cause has not been determined. However, due to the reported incident and need for surgical intervention, this medwatch is being filed.

Event description:
A pt required a surgical procedure to remove blue filaments from the eye following a cataract procedure.